Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced four (4) buffer valves on the beckman coulter au5800 clinical chemistry analyzer. Replacement of the parts resolved the issue. The bc identifier for this report is (B)(4).

Event description:
On the (B)(6) 2016 the customer reported to beckman coulter the generation of erroneously high na (sodium) results on a beckman coulter au5800 clinical chemistry analyser. The results were released from the laboratory but no change to patient treatment was reported. The customer refused to provide any specific patient data to beckman coulter. Please see MFR report#: 9612296-2016-00114 for patient results generated on the (B)(6) 2016. On the (B)(6) 2016 further na (sodium) imprecision was reported on the customer's beckman coulter au5800 clinical chemistry analyser. No erroneous patient results were reported. The customer stated that na (sodium) qcs were high prior to the event. However no data was provided so the magnitude is unknown. There were no report of calibration issues prior to the event.